Event description:
Following a magnetic resonance imaging (MRI), the device was found to have an abnormal longevity estimation. Technical support was contacted and found that the diagnostic data was cleared, however, the high output mode events remained in the memory. This resulted in the unexpected longevity calculation based on the data point on the device. As the device records new data, this will be correct. No intervention has been performed and the patient was stable and will continue to be monitored.